Event description:
It was reported that the patient underwent a cardiac ablation procedure with a webster ® cs catheter with ez steer¿ technology and post procedure the bwi product analysis lab identified black foreign material on the tip of the device. An electrical test was performed and an open circuit was found from the cut to the connector. During the procedure, there was no signal on electrodes 1-2. Imaging artifacts have been observed when using the catheter in the management of bouveret tachycardia. Another device may have been used. However, the operation time was extended by 57 min. This lengthening of time is due to the fact that the catheter was inserted correctly and close to the heart. The doctor applied himself to the removal so as not to harm the patient. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and electrical test of the returned device were performed. Visual inspection revealed black foreign material on the tip of the device. An electrical test was performed and an open circuit was found from the cut to the connector. An fourier transform infrared spectroscopy (ft-ir) test was performed to evaluate the black foreign material on the tip. The results of the test was that the material is primarily composed of methacrylate-based material. A manufacturing record evaluation was performed for the finished device lot number 31532541m and no internal action was found during the review. The electrical issue reported by the customer was confirmed. The potential cause of the open circuit could not be determined. The foreign material observed on the tip is unrelated to the issue reported by the customer. The potencial cause of the foreign material could not be determined. The carto® 3 system instructions for use (IFU) contain the following information: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).